Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl)procedure performed on (B)(6) 2023. Prior to the procedure, when the device was tested outside the patient, it was noticed that the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl)procedure performed on (B)(6) 2023. Prior to the procedure, when the device was tested outside the patient, it was noticed that the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with five bands attached, some of them were moved and overlapped, and one band was broken. The handle slot had marks of insertion of the trip wire. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing, including the returned irrigation tube were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator housing were moved and overlapped, and one band was broken. It was also found that the ligator housing teeth were bent/damaged, which suggests an incorrect application of tension to the suture thread at the time of deployment, causing the bands to move and overlap, twisting them until the band broke. It is possible that the technique used or the patient's anatomical conditions, could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.